Manufacturer narrative:
(B)(4). G2: foreign: switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product was found to be fractured upon receipt. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04)- drill. Visual examination of the returned product identified the reamer head is fractured. Optical images of the device fracture surface show suspected river lines suggesting that the device possibly fractured due to bending overload mode of failure. Wear & tear is seen on the reamer head that indicates repeated use during a potential field age greater than 6 years. Device history record was reviewed and no discrepancies were found. The reported event has been confirmed through product return. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d10 g1-2, g3, g7, h1, h2, h4, h6, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.